Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a follow-up call to the peritoneal dialysis registered nurse [(pd)rn] for a patient that reported their pd effluent was cloudy, it was reported the patient had recurrent peritonitis. Additional follow-up was conducted with the pdrn. The patient called the pdrn on (B)(6) 2023 to report abdominal pain. The pdrn was on vacation and the patient was instructed to follow-up with the clinic home therapies manager. The patient contacted the home therapies manager to report the abdominal pain. The patient was unsure if the pd effluent was cloudy. The patient was instructed to take prophylactic antibiotics from his pd home kit. The patient took a one-time dose of intraperitoneal (ip) vancomycin 2g. The patient was seen in the pd clinic on (B)(6) 2023 and had pd effluent cultures drawn. The patient was diagnosed with peritonitis. The patient¿s white blood cell count was 230. The culture shows gram positive rods as of (B)(6) 2023 with no specific organism and species. The patient was prescribed ip vancomycin and ip ceftazidime (dose and frequency unknown) with the last dose administered (B)(6) 2023. The cause of the peritonitis was lack of adherence to pd instructions by the patient. The patient left the air conditioning on, the door open, did not wash their hands, and did not wear a mask prior to connecting to treatment all resulting in a breach of aseptic technique. The patient was not hospitalized for the event. The patient¿s nephrologist determined that the patient required the pd catheter to be removed. The nephrologist believed the bacteria had adhered to the catheter. The patient was sent to the emergency room on (B)(6) 2023 for pd catheter removal and to have a central venous catheter (cvc) placed. If the patient ever returns to pd therapy, the nephrologist stated the patient¿s spouse will have to be the care partner. Additionally, the patient reportedly has severe diarrhea. A stool sample was sent out to be tested for clostridium difficile (c. Diff.). The culture is pending. No further information related to the peritonitis event was provided.

Event description:
During a follow-up call to the peritoneal dialysis registered nurse [(pd)rn] for a patient that reported their pd effluent was cloudy, it was reported the patient had recurrent peritonitis. Additional follow-up was conducted with the pdrn. The patient called the pdrn on (B)(6) 2023 to report abdominal pain. The pdrn was on vacation and the patient was instructed to follow-up with the clinic home therapies manager. The patient contacted the home therapies manager to report the abdominal pain. The patient was unsure if the pd effluent was cloudy. The patient was instructed to take prophylactic antibiotics from his pd home kit. The patient took a one-time dose of intraperitoneal (ip) vancomycin 2g. The patient was seen in the pd clinic on (B)(6) 2023 and had pd effluent cultures drawn. The patient was diagnosed with peritonitis. The patient¿s white blood cell count was 230. The culture shows gram positive rods as of (B)(6) 2023 with no specific organism and species. The patient was prescribed ip vancomycin and ip ceftazidime (dose and frequency unknown) with the last dose administered (B)(6) 2023. The cause of the peritonitis was lack of adherence to pd instructions by the patient. The patient left the air conditioning on, the door open, did not wash their hands, and did not wear a mask prior to connecting to treatment all resulting in a breach of aseptic technique. The patient was not hospitalized for the event. The patient¿s nephrologist determined that the patient required the pd catheter to be removed. The nephrologist believed the bacteria had adhered to the catheter. The patient was sent to the emergency room on (B)(6) 2023 for pd catheter removal and to have a central venous catheter (cvc) placed. If the patient ever returns to pd therapy, the nephrologist stated the patient¿s spouse will have to be the care partner. Additionally, the patient reportedly has severe diarrhea. A stool sample was sent out to be tested for clostridium difficile (c. Diff.). The culture is pending. No further information related to the peritonitis event was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was reported to be the patient not adhering to proper instructions which resulted in a breach of aseptic technique. The patient reportedly left the door open and the air conditioning on. Additionally, the patient did not wash their hands nor use a face mask. As a result, the patient¿s pd catheter was required to be removed and the patient will transfer to hemodialysis with a cvc. Additionally, the patient reported severe diarrhea. A stool sample is being tested for clostridium difficile, a genus of gram positive rods. It is possible, with the lack of hand hygiene, that the patient had contamination from toileting habits. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.